Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has alarmed weak battery and battery out limit. The customer indicated that the pump has been turning off and on and that he has had to change the battery every other day. During troubleshooting for low battery alarm, it was noted that the pump continued to alarm and that customer was using new recommended batteries. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per his doctor's instruction. The customer was advised that the device would be replaced and agreed to return the device for analysis.